Manufacturer narrative:
The pump had unresponsive down button due to corroded keypad traces. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests, due to the unresponsive button. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the escape button was not responsive. The blood glucose reading ran as high as 461 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.